Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07215, 2134265-2018-07221, 2134265-2018-07222. It was reported that a guide wire break occurred. During introduction into a non-bsc closure system, four 035/260/3mm amplatz super stiff¿ guide wires broke at the floppy portion. No known patient complications were reported.